Event description:
It was reported that the extension tubing of the bd saf-t-intima¿ IV catheter safety system broke and leaked on the third day after being placed. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that the extension tubing was leaked and broken on the 3rd day of placement."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8177688. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of contact with a sharpened instrument, this damage would have prevented further use. The slide clamp for this complaint was found to be free from any burrs or sharp edges. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing of the bd saf-t-intima¿ IV catheter safety system broke and leaked on the third day after being placed. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that the extension tubing was leaked and broken on the 3rd day of placement."